Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: sif-q260 operation manual chapter 3 preparation and inspection. Sif-q260 reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes - was there a delay in the start of pre-cleaning: no - did the customer flush the air/water nozzle with water and air: yes - were there abnormalities in the accessories used for reprocessing: no - did the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable findings: due to a pinhole on connecting tube the water tightness was lost, due to deformation of forceps elevator (fe) knob the water tightness was lost, due to wear of angle wire the bending angle in up direction did not meet the standard value, plastic distal end cover (c-cover) had discoloration and a scratch, light guide lens (lg lens) had discoloration, switch box had a scratch, paint on suction cylinder (s-cylinder) and air/water cylinder (a/w cylinder) was peeled, fe lever, fe knob, right/left knob (r/l knob) and the connecting tube had a scratch, control unit had discoloration and scratch, due to a dent on channel tube (ch-tube) the forceps cannot be inserted smoothly, light guide bundle (lg-bundle) was slipping down, control unit was dirty due to water leakage, adhesive on bending section cover (a-rubber) has a chip, due to wear of angle wire the play of upward/downward knob (u/d knob) was out of the standard value, u/d knob had a scratch, connecting tube had a wrinkle, suction connector (s-connector) had discoloration and a scratch, protector of universal cord on s-connector side had a scratch, universal cord and grip had a scratch, and the scope connector cover (s-cover) had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the small intestinal videoscope water was leaking. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, there was a foreign object found inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.